Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that internal hlc batteries bt2 and bt3 were slightly more depleted than bt1; however, after thorough testing, the cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing the attention and charge-pak icons. After a device evaluation by physio-control, it was observed that the device did not have sufficient power to remain powered on. There was no report of any patient use associated with the reported issue.